Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 550 mg/dl. Customer treated their high blood glucose level via bolus delivery. Customer advised they ate a lot of food while on vacation and had a tough week. Customer declined to troubleshoot for high blood glucose levels.